Event description:
The hcp reported the pt was experiencing underdose symptoms. An occlusion of the catheter was reported, the catheter was explanted and replaced and returned to the MFR for analysis. The pt outcome was reported as fine. A follow up report will be sent if additional info is received.